Event description:
Both insulin pumps have bd-link glucose meters designed to send the blood glucose results to them. The pts on two consecutive days experienced the same problem after changing the batteries in their bd meters. The meters reset the date and time to their original settings, which were several years ago. Although the new readings were sent to the pumps, they entered with the wrong times so the pumps did not factor the new glucose readings into the insulin dosing calculated by the bolus wizards. This error caused repeated under-dosing of insulin until the bd meter time was reset. Upon downloading the pumps, the message read, "blood glucose sent from meter" but no blood glucose level was recorded (at least at the time of the reading) and no insulin dosing was suggested by the wizard.

Event description:
Both insulin pumps have bd-link glucose meters designed to send the blood glucose results to them. The pts on two consecutive days experienced the same problem after changing the batteries in their bd meters. The meters reset the date and time to their original settings, which were several years ago. Although the new readings were sent to the pumps. They entered with the wrong times so the pumps did not factor the new glucose readings into the insulin caused dooing calculated by the bolus wizards. This error caused repeated under-losing of insulin until the bd meter time was reset. Upon downloading the pumps, the message read, "blood glucose sent from meter" but no blood glucose level was recorded (at least at the time of the reading) and at insulin dosing was suggested by the wizard.